Event description:
The customer returned the video system center, which is an olympus asset, with no reported complaint. During the evaluation of the device, noise and lines were observed in the image. The service repair technician indicated that the most likely cause of the event was component failure. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the noise or lines in the image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.